Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-06590. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence,pelvic organ prolapse, rectocele and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, anterior and posterior repair, transvaginal tape and vaginal vault suspension performed during mesh implantation. It was noted that patient underwent a mesh removal on (B)(6) 2008.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent excision of exposed mesh on (B)(6) 2008.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence,pelvic organ prolapse, rectocele and cystocele on (B)(6) 2006 and mesh was implanted. It was reported that the patient had a concurrent procedure of a total vaginal hysterectomy, anterior and posterior repair, transvaginal tape and vaginal vault suspension performed during mesh implantation. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. It was noted that the patient underwent a mesh removal on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with implantation of obtryx. No additional information was provided.